Manufacturer narrative:
The report received indicated that two (2 each) palmaz genesis stents came off of the balloon/stent delivery systems (sds) without being deployed causing the patient to go to surgery for removal of the stents. An additional stent was successfully deployed without a problem. The products involved were: a 135 cm. Long palmaz genesis 29 x 80 biliary stent mounted on an opta pro; and an 80 cm. Long palmaz genesis 59 x 80 biliary stent mounted on an opta pro. Additional information received indicated that the target lesions for the procedure were the left and right common iliac arteries (lcia/rcia). The approach for the procedure was from the lcia. There was no reported difficulty advancing the stent delivery system (sds) to the target lesion. There was an attempt made to inflate the balloon/deploy the stent. Upon removal of the stent delivery system (sds), the stent was noted to be dislodged. It was not known if the dislodgement occurred during withdrawal of the sds from the vessel, or into the guiding catheter or sheath used. It was not known if the sheath or guiding catheters used were cordis products. There were no reported product issues reported with any of the additional products used during the procedure. There was no reported sds withdrawal difficulty. The stent dislodged into the aorta/iliac region. Unsuccessful attempts were made to retrieve the stent by snare. The patient was not symptomatic as a result of the reported product issue. The patient went to surgery after the reported product issue. It was not known what was done to complete the procedure or if the procedure was completed successfully. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. Procedural films are not available. The stents were successfully retrieved from the patient during the surgery. The sds/complaint product or dislodged stent are not being returned for inspection. No additional information is available. The products were not returned for analysis. (B)(4) a device history record (DHR) review of lot 17452480 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4) a device history record (DHR) review of lot 17496225 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors< although unknown, may have contributed to the reported event as the stents may have caught on calcification or the guide catheter or sheath during withdrawal of the system. According to the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.¿ the device was not used in the biliary tree per the labeled instructions. Consequently this is considered off-label usage. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.   This is one of two products used during the same procedure.  Please reference MFR. Report # (B)(4)/ 9616099-2017-01030 and (B)(4) / 9616099-2017-01029.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.  This is one of two products used during the same procedure.  (B)(4).

Event description:
The report received indicated that two (2 each) palmaz genesis stents came off of the balloon/stent delivery systems (sds) without being deployed causing the patient to go to surgery for removal of the stents. An additional stent was successfully deployed without problem. The products involved were: a 135 cm. Long palmaz genesis 29 x 80 biliary stent mounted on an opta pro; and an 80 cm. Long palmaz genesis 59 x 80 biliary stent mounted on an opta pro. Additional information received indicated that the target lesions for the procedure were the left and right common iliac arteries (lcia/rcia). The approach for the procedure was from the lcia. There was no reported difficulty advancing the stent delivery system (sds) to the target lesion. There was an attempt made to inflate the balloon/deploy the stent. Upon removal of the stent delivery system (sds), the stent was noted to be dislodged. It was not known if the dislodgement occurred during withdrawal of the sds from the vessel, or into the guiding catheter or sheath used. It was not known if the sheath or guiding catheters used were cordis products. There were no reported product issues reported with any of the additional products used during the procedure. There was no reported sds withdrawal difficulty. The stent dislodged into the aorta/iliac region. Unsuccessful attempts were made to retrieve the stent by snare. The patient was not symptomatic as a result of the reported product issue. The patient went to surgery after the reported product issue. It was not known what was done to complete the procedure or if the procedure was completed successfully. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. Procedural films are not available. The stents were successfully retrieved from the patient during the surgery. The sds/complaint product or dislodged stent are not being returned for inspection. No additional information is available.